Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that there was no air supply when switching from the infusion stage to the air fluid exchange stage (fax) during vitrectomy surgery. The surgery was completed on the same day after replacing the cassette with another one. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A posterior pak was returned and visually inspected. The 3 ID (identification) tab of the pinch plate was broken off. The cassette was recognized as a posterior cassette with manual stopcock (incorrect) but and pass priming and iop (intraocular pressure) calibration successfully. However, during fax (fluid/air exchange) mode, fluid (instead of air) continued fluid flow will be observed as described in this reported event. Although the console recognizes the cassette as a posterior cassette type, the broken ID (identification) tab contributes to improper recognition by the console (cassette with manual stopcock). This observed issue will resulted in no air during fax mode. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The root cause of the customer's complaint is related to an error in the molding process of the ID tabs to the pinch plate during manufacturing. The molding defect observed can result in unwanted stress on the ID tab during cassette ejection and can break off. After an investigation of this complaint, it has determined that no further actions will be pursued at this time. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).